Manufacturer narrative:
The h6. Patient code has been updated in this report h3 other text : the device was not removed.

Event description:
Follow-up indicated that the patient did not have the device removed. The patient has pain at the pocket site but continues to use the device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient will have the device removed. There were no reports of device-related issues prior to incident and the patient had previously reported having effective pain relief while using the device. Nevro attempted to obtain additional information regarding the reason for explant but was unsuccessful.